Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had a defective air and water supply. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign object from the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Establishment name: (B)(6) hospital. The device was returned to olympus for inspection, and the customer's reported issue ¿defective air and water supply¿ was not confirmed. The following findings were also noted during device evaluation: due to wear of angle wire, bending angle in up direction does not meet specifications, due to wear of angle wire, the play of up/down knob is out of specification, an abnormal sound is made due to damage on right/left knob, adhesive around objective lens is peeled, scratches and chips found throughout the device, and universal cord has a wrinkle. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The device was cleaned, sanitized or disinfected prior to being sent for repair. The customer reported that it was unknown if the facility does not delay the start of precleaning of the equipment after use. Customer noted normal, no abnormalities on the accessories used for reprocessing. The customer noted that it was unknown if the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The customer noted that it was unknown if the facility flushed the air/water nozzle with water and air. The customer noted that they flushed air/water nozzle with detergent solution. The customer reported that it was unknown if the facility brushed the instrument channel, instrument channel port, and suction cylinder. Based on the results of the investigation, it is likely that the following led to the malfunction: a definitive root cause of the foreign material remaining in the device cannot be identified. The cause of the foreign material remaining in the device could not be specified since it was unknown if the reprocessing was conducted in accordance with IFU from the obtained information. A device history review revealed: reviewed DHR of the subject device and confirmed that the device was shipped in accordance with specifications. It was confirmed that there was no non-conformity of the device during manufacturing. This issue is addressed in the instructions for use (IFU): the instruction manual gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif/cf/pcf-290 series reprocessing manual describes how to prevent the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance of this device.